Event description:
In 2008, the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high compared to another device. She indicated that the inaccuracy issue first began on nine days earlier at 2pm. She reported blood glucose result of "223 mg/dl" on her meter (plasma-calibrated meter) and "155 mg/dl" on a one touch profile meter (whole blood - calibrate meter), performed within 10 minutes of each other: the dates/times of the tests were not specified. The customer care advocate (cca) went through troubleshooting with the pt and verified that the meter was correctly set to "mg/dl," finger samples were used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference of the results meets lifescan's criteria. Replacement products were still sent to the pt. When asked what actions she took in regards to his diabetes treatment as a result of the reported issue, she stated that on the day prior to original date at 7pm, she took an increased dose of insulin (10 units of unspecified insulin). It is unclear if she took an increased dose of insulin based on a meter reading. The pt claimed that she became weak and jittery after the issue began but it is unclear that his symptoms occurred after she took the increased dose of insulin. No info was reported regarding the events that led to her symptoms, such as her activity levels, medications, meals, and previous meter readings and if her symptoms were treated. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms, that can be associated with severe hypoglycemia, after the reported inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.